Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medsurg floor had two profiles, and staff were concerned about possible duplication of therapy or omission errors the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that everything appears to be working. The technical support specialist (tss) checked the station and noticed that the patient had two visit ids one was already discharged, and the other was still admitted. No issues were found on the device, and the case was closed since one visit ID of the patient had been discharged. The system functioned as intended after the technical support specialist investigated the issue in the device.